Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device had a bent comb. On november 23, 2016, it was clarified that no additional information could be provided by the operating room (or) personnel. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was august 18, 2016 where it was reported that the device had a bent comb and the roller, worn side plates and damaged comb were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher on december 7, 2016 revealed that the pre-test on the device could not be performed due to the damaged comb. The roller and gear were also damaged upon visual inspection. Four cutters were sent in with the device. Repair of the skin graft mesher was performed by zimmer biomet surgical on december 7, 2016 which included replacement of the damaged roller, comb and gear. All of the cutters that were returned with the device produced passing cuts. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the pre-test on the device could not be performed due to the damaged comb. While during the initial inspection it was noted that the pre-test on the device could not be performed due to the damaged comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device had a bent comb. No adverse events were reported as a result of this malfunction.